Event description:
During a programming history database periodic review, high impedance was identified for a patient. Additional information was received that patient had a prophylactic generator replacement with no issue seen per available information on existing lead. No surgical intervention regarding lead has taken place to date. No additional relevant information has been received to date.